Manufacturer narrative:
Based on available information, the instrument was moved in 2007, and customer started getting wash valve errors on that day in the afternoon. The customer reran qc and results were out of specifications. Beckman coulter customer technical service (cts) instructed the customer to check wash buffer tubing and they discovered the tubing was kinked. Cts advised customer to perform system check which failed. (System check ran that morning met specifications). A field service engineer (fse) was dispatched to the customer's lab: the fse performed special cleaning procedure on the aspirate probes after the crimped tubing was corrected. The fse conducted system check and qc testing and results were within specifications. The fse performed diagnostic testing which passed within specifications. The fse verified the instrument per established procedures. Hardware issue of pinched wash buffer line was the cause of these erroneous results in this event.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from three (3) different patient samples that were generated by the access 2 instrument. Patient a, b, and c samples were tested for accu tni and results were: 62.40ng/ml, 28.58ng/ml, and 4.33ng/ml respectively. The accu tni results were reported out of the lab. On the same day, the customer retested the original samples of all 3 patients for accu tni and obtained results of 0.07ng/ml for patient a and b, and 0.29ng/ml for patient c. The physicians were notified of corrected accu tni results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.